Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 585 mg/dl. Customer changed the infusion set, delivered a bolus and exercised to address bg. Customer alleged infusion set may have been damaged; however, no damage was observed upon removal of the infusion set cannula. Pump system check was performed with tandem technical support. Pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.